Event description:
Two patients with same last name, but different first names and birth dates were probed on (B)(6) 2009, on tango optimo sn (B)(4) (installed software: sp2 to v3.1(3.1.20). Due to manually entered patient data, results were incorrectly assigned to patient data.

Manufacturer narrative:
Two patients with same last name but different first names and dates of birth were processed with identical requirements on tango optimo. Due to incorrect data transfer from host, data for one person were missing. Earlier diagnostic findings existed for the patient established by the host, no earlier diagnostic finding existed for the second patient. Data for the second patient were thus manually entered into the sample loading dialog. Here the data for the first patient were chosen from the earlier diagnostic findings list and assigned to the second patient. These data can not be changed in this dialog. In the dialog section "admission" of the daily journal, the wrong first name and date of birth was manually exchanged against the data assigned to the patient. But this manual change is not reflected in the data bank, the name was not changed there. Thus resulted in an assignment of the findings to the first patient. This patient now has two entries and exists as a duplicate.